Manufacturer narrative:
(B)(4). PMA/510k k061815 or k073374. No device, imaging studies or hospital or medical records have been made available. Consequently, based on very limited information provided, it is impossible to comment on the alleged filter migration and the extreme chest and back pain and shortness of breath, which patient experienced approx. 2 months after filter placement. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to the ivc. However, filter migration is reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g., intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Monitoring of similar reports will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/19/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2014 via the right jugular vein due to pe with successful retrieval on (B)(6) 2015 leaving a fractured piece in the body. Plaintiff is alleging severe chest pain, pain in groin. It is alleged that: "patient suffered significant and severe injuries to his body".

Event description:
It is alleged that "patient was experiencing pulmonary emboli that caused him to be admitted to (B)(6) on (B)(6) 2014. There it was determined that an ivc filter would be implanted. That same day, cook celect filter was inserted into patient. There were no complications at that time. On or about (B)(6) 2014, patient began experiencing extreme chest and back pain and shortness of breath. The ivc filter as consequently migrated since its implantation and is likely the cause of his extreme chest and back pain." Patient outcome: it is alleged that: "patient suffered significant and severe injuries to his body".

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect, migration, severe chest / groin pain, fracture, shortness of breath, piece of device left in body". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.